Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The patient complained of having pain/sore. The implant site was red and inflamed; however, the implant site was not infected. The implant was placed into the tooth # 1 on (B)(6) 2018 and was extracted on (B)(6) 2018. Patient's symptoms have been relieved after the implant removal. The patient's status was reported to be good. The patient has type iii bone quality. The patient has no relevant medical or dental pre-existing condition; however, the patient has parafunction. There was no abnormality noted with the implant itself.